Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that sensor stayed in body. Customer's blood glucose value was 270 mg/dl at the time of the incident. Other blood glucose were 270, 205 mg/dl. Device will return device for analysis.